Event description:
Drug/diluent: unk. Fill volume: unk. Flow rate: unk. Procedure: whipple. Cathplace: bi-laterally to midline incision. Physician reported that he used a t17x8 tunneler. Surgeon peeled the t-peel sheath which broke, leaving a 6 inch section in pt. Incision was reopened and piece was removed. Date of surgery (B)(6) 2013, pt is in stable condition.

Manufacturer narrative:
Method: at the time of this report, sample had not been received, but was reported to be available. Results: once the sample is received, an eval and investigation will be conducted. Conclusions: a f/u report will be filed when the investigation has been completed. Info from this incident will be included in our product complaint and MDR trend reporting system. Add'l investigation may arise from ongoing analysis, trend info, or other analysis as appropriate.